Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Activated clotting time (act) was noted at 351 following a dose of heparin. Manta procedure requirements note act should be below 250 seconds prior to closure. The vasculature was noted as 7.3mm with mild posterior calcification and a deployment depth measurement of 4 + 1. While deploying the device, the toggle caught onto something within the vessel which did not allow the toggle to seat properly against the vessel wall and did not allow the collagen to seal the puncture as intended. Balloon inflations were applied, however, unsuccessfully. The bleeding continued and the vascular surgeon opted for surgical cut down and repair. The vessel was repaired and the patient "did great". The root cause of delivery of implant not effective in creating hemostasis and requiring a surgical cut down is due to the toggle not able to seat properly against the anterior wall of the vessel allowing the collagen to seal the puncture. It is likely the toggle caught onto a piece of plaque or a dissection which could have blocked the toggle from positioning correctly. Dissections are a common large bore procedural complication. Therefore, it is inconclusive if a dissection was formed during the procedure or by the manta closure device. Due to no angiograms were submitted for review, and insufficient information regarding the index and deployment procedures, the cause of the implant not effective in achieving hemostasis and requiring surgical intervention remains inconclusive. The IFU lists the following adverse events related to the deployment of vascular closure devices: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure preparation: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: perfect technique by the physician. Plate caught on something in the vessel and didn't sit flat against the arterial wall and did not get a seal. We tried to balloon plate with a 7x20 balloon and that did not work. Vascular surgeon, decided to cut down and repair the vessel. Patient did great. Vessel repaired. Current patient condition is reported as fine.